Manufacturer narrative:
In investigating the noise, it was identified that one of the bolts that holds the counter weight (cwt) in place was loose. The bolt was placed back into position and tightened. The investigation revealed that varian's contract rigging company did not tighten the bolt properly when the counter weight was installed. If counter weight bolts are not tightened correctly, the bolts can suffer fatigue failure, resulting in cwt/gantry separation or severe gantry imbalance. Varian's field service personnel visited the user site and replaced all the bolts originally installed by the rigging company. The issue will be addressed further in the CAPA system. No follow-up reports are anticipated.

Event description:
It was reported by the user that noise was coming from inside the gantry. No pt injury occurred.